Manufacturer narrative:
Additional information provided by the sale rep on (B)(6) 2019. "A pilot hole was created with the power drill and then the lenke pedicle finder probe was used to further the hole preparation and to determine screw size. Screw was followed and driver was broken due to impact of power to driver and I'm assuming what was hard bone. I cannot day for sure on the quality of the bone". Arsenal locking drivers are not intended to be used under power. Surgical technique guide (lit-84451) provides direction as to manual instrumentation provided within the surgical set to properly implant the screw and position the anchor to the desired depth.

Event description:
Surgeon was dropping in pelvic screws without tapping beforehand. Surgeon does not like to tap before drilling in screws because he wants as strong of a hold as possible. By not tapping beforehand it caused a lot of stress on the drivers and caused them to break. Broken parts were retrieved out of patient and case carried on as normal. Surgery was successful.

Manufacturer narrative:
Suspect medical device - short locking polyaxial screwdriver. . Model# - ci-10010; lot# - tc-10010 ; unique identifier (UDI)# (B)(4). Device manufacture date - 04/06/2018. The second driver reported to have been used and broke in the case; · 87011; locking polyaxial screwdriver (stainless steel), lot# 7510401r, manufactured 5/25/2018.